Event description:
It was reported that the blue cable error codes of l3-018 are occurring during the breast biopsy procedure. The customer reports the procedure is completed. The request to have the st holster service for possible blue cable damage. There have been no pt consequences reported. One device to be returned.

Manufacturer narrative:
Eval summary: based on the analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint of "error codes of l3-018" and found this was due to the rotational cable. To correct the customer complaint the analysis site replaced the rotational cable. The site also found the unit made excessive grinding noises when activated due to the translational cable and to correct this issue the site replaced the translational cable. The e-clip was replaced due to it was damaged duirng disassembly. After servicing the unit passed qa functional testing. The device history record has been reviewed and has passed qa inspection. Complaint info is trended on a regular basis to determine if further investigation is warranted.